Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during that the cartridge would "shake" and "pop out" during the load process. The customer's blood glucose level was not impacted. The customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the cartridge issue was verified. Based on the analysis, the alleged noise issue could not be verified.